Manufacturer narrative:
Add'l attempts to the patient have been made with no add'l info provided. This MDR includes all event info received to date. Due to the lack of add'l info this MDR is being filed as a serious injury. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation. A serious injury has been reported. Due to lack of info, MDR's will be filed for each concomitant device as part of a system level review. See associated mdrs: 2937457-2014-00176, 8030665-2014-00153 and 1713747-2014-99907.

Event description:
The following was reported by the patient's wife: it was reported that while receiving pd treatment on (B)(6) 2014, the patient was not feeling well. The patient's wife disconnected him and took him to the hospital. The patient was admitted for pneumonia. The patient was discharged on (B)(6) 2014.